Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. The progav valve housing was subsequently measured and indicated the presence of a slight deformation. The housing deformation measured at -0.035 mm outside the tolerance of 0 =/- 0.02 mm. Permeability test a permeability test has indicated that the progav valve has a blockage. Adjustment test the progav valve was tested and is not adjustable throughout the normal range. Breaking force and brake function test the brake functionality test has shown that the brake function is operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results first we performed a visual inspection of the progav shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. The valve was shown to be non-permeable, indicating blockage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the non-adjustability of the valve, it was not possible to measure the brake force. Finally, we have dismantled the valve. Inside the valve we have found significant build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was non-adjustable at the time of our investigation. Additionally, we could detect a blockage in the progav valve. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph meithke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on an unknown date with a progav system. An explant was performed on an unknown date due to the malfunction of non-adjustability. Additional information has been requested.